Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of separated handles. Based on the condition of the returned unit, the reported event was likely caused by an insufficient weld. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ent procedure. Event description: translation: small problem today with our voyant coagulating device whose screw holding the two branches fell out in the middle of the procedure, requiring the use of a new device. This is the first time this has happened to me with this instrument. Additional information received on 04aug22: translation: the two prongs separated above the patient and upon inspection of the device, no screws were missing. In addition, an x-ray of the patient's neck was requested the next day, which did not find a metallic foreign body. The instrument was used for approximately 45 minutes before the problem occurred. This was a total thyroidectomy. Everything went perfectly on the left lobe and the incident occurred during the dissection of the right lobe. Perhaps after about 20 cycles of coagulation. Type of intervention: device replacement. An x-ray of the patient's neck was requested the next day, which did not find a metallic foreign body. Patient status: no concern was mentioned regarding the patient¿s status.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: ent procedure. Event description: translation: small problem today with our voyant coagulating device whose screw holding the two branches fell out in the middle of the procedure, requiring the use of a new device. This is the first time this has happened to me with this instrument. Additional information received 04aug22: translation: the two prongs separated above the patient and upon inspection of the device, no screws were missing. In addition, an x-ray of the patient's neck was requested the next day, which did not find a metallic foreign body. The instrument was used for approximately 45 minutes before the problem occurred. This was a total thyroidectomy. Everything went perfectly on the left lobe and the incident occurred during the dissection of the right lobe. Perhaps after about 20 cycles of coagulation. Type of intervention: device replacement. An x-ray of the patient's neck was requested the next day, which did not find a metallic foreign body. Patient status: no concern was mentioned regarding the patient¿s status.